Event description:
It was reported that the patient was admitted to the hospital experiencing abdominal and chest pain. Temporary pacing pauses were observed and the patient was non-responsive but it couldn't not be determined if it was due to the pauses. The pauses were thought to be the result of oversensing by the pulse generator. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.